Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10:d4(expiry date: 08/2021), g4 h11: b1,b2, b5,d10, h6(patient code, device code, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that that approximately three days post port placement via right carotid vein in the right upper chest allegedly saline exudation was identified subcutaneously around the placement site during infusion. Reportedly, the healthcare provider identified a break between the hub and the catheter. It was further reported the device was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that approximately three days post port placement allegedly fluid exudation was identified subcutaneously around the placement site during infusion. Reportedly, the healthcare provider identified a detachment between the hub and the catheter. It was further reported the device was removed and a new device was placed. The current patient status is unknown.

Event description:
It was reported that approximately three days post port placement via right carotid vein in the right upper chest allegedly saline exudation was identified subcutaneously around the placement site during infusion. Reportedly, the healthcare provider identified a break between the hub and the catheter. It was further reported the device was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI l/p port w/ 6.6 fr s/l silicone catheter was received and evaluated. Gross visual observation, microscopic visual observation, tactile evaluation and functional testing were performed. Distal tubing was not fully advanced on the port stem and was otherwise unremarkable, no necking under tensile stress and no leaks were observed. This investigation does not confirm the alleged catheter detachment issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include catheter/catheter connection flexural fatigue during routine use. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.